Event description:
Pt reported the down button on the infusion device is defective. No physiological effects were experienced, and pt did not require treatment from a health care professional or second party to address the issue. Pt switched to his backup infusion device, and the primary infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.